Manufacturer narrative:
The device remains in service with no further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received new information. The patient returned to the clinic for a device check. The device was successfully interrogated with an updated programmer and it was confirmed the device did have the updated software installed. However, the patient data (pd) error was displayed, and all the patient data was missing from the device including the implant date. Technical services (ts) discussed the pd error did not impact device function, but it was recommended to run a manual or automatic set-up to re-establish the intended programming. It was noted today&#38112;date would be set as the new implant date in the patient data screen. The true implant date should be manually entered into the patient data notes field. These steps were performed and the device data was then submitted to ts for review. Ts confirmed the device was operating as expected and normal follow-ups were recommended. Ts then summarized the likely sequence of events that caused this issue back on may 13, 2016. The device was interrogated by a programmer that had the updated software and the process of updating the device firmware was started. The first step performed a migration of patient data, where the data was formatted in a way that only an updated programmer can understand. The second step was started, but an issue was encountered (most likely telemetry interference or drop out). Since the device could not complete the firmware update, it reverted back to the existing firmware. Now the device firmware was emblem software but the patient information was emblem MRI software. When the patient returned to the clinic, the first interrogation was attempted with a programmer that was not updated. When the programmer read the patient data, the format of the data was not correct for the non-updated programmer, so the pd error was triggered and the patient data was reset. Then device was then interrogated with an updated programmer, and the device firmware update process was completed successfully.

Manufacturer narrative:
As of today, the patient has not been seen in the clinic again for a device check. The device remains in service pending another follow-up. This report will be updated when additional information is received.

Event description:
Boston scientific received information that a physician was attempting to update this subcutaneous implantable cardioverter defibrillator (s-ICD) with new software. However, the device could not be interrogated, and a message was displayed that stated new software was not possible to be upgraded. It was reported the physician had just updated another device with the software using the same programmer and in the same room. A boston scientific technical services consultant discussed troubleshooting steps. The patient was to be seen again in five days. No adverse patient effects were reported.